Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent thrombosis). Evaluation conclusions: inherent risk of procedure ¿ (stent thrombosis). (B)(4).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (thrombosis). (B)(4)

Event description:
During index procedure, the patient had one resolute integrity drug-eluting stent deployed at the rpl . Approximately 4.5 months post index procedure, the patient suffered stent thrombosis in the territory of the target vessel. The event was not assessed for relatedness with the study device. On the same day, post the stent thrombosis event, the rpl was revascularized with one resolute integrity drug-eluting stent due to stenosis and unstable angina. The investigator assessed that the revascularization event was not related to the study device. The event was resolved. The patient suffered in-stent restenosis and underwent target vessel revascularization of the rpl with an unknown brand stent approx 9 months post index procedure. The investigator indicated that the event was not related to the study device. The patient recovered.

Event description:
Investigator assessed the previously reported stent thrombosis events 16 and 18 months post index procedure to be definitely related to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (myocardial infarction) .evaluation conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Event description:
A non mdt stent was used during the previously reported revascularization of the rpl approx 9 months post index procedure. Approximately 18 months post index procedure, the patient suffered a mi.

Event description:
Previously reported stent thrombosis event occurring approximately 4.5 months post index procedure occurred on (B)(6) 2013 and not on the (B)(6) 2013 as previously reported

Event description:
Investigator assessed the previously reported stent thrombosis event approximately 4.5 months post index procedure as definitely related to the study device.

Event description:
Approximately 16 months post index procedure the patient experienced unstable angina. The patient had an angiography one day later revealing stent thrombosis within the target vessel. Balloon angioplasty was carried out as treatment. Patient reported to have recovered with treatment. Approximately 18 months post index procedure the patient experienced acute coronary syndrome. The patient had an angiography one day later revealing stent thrombosis within the target vessel. Balloon angioplasty was carried out as treatment. Patient reported to have recovered with treatment.